Event description:
It was reported that the pump module over infused norepinephrine (levophed), which resulted to patient death. The infusion of norepinephrine 8mg/250ml was programmed at a rate between 1.5 to 2mcg using guardrails drug library ed/ICU, non-anesthesia norepinephrine profile. It was mentioned that the user was not certain if the programmed infusion went past the guardrails hard limits or if there were hard limits set. The customer is requesting for an analysis of the programming changes made on (B)(6) 2020, between the hours of 1600 and 2000. Although requested, additional information was not provided. It was then reported that after the incident, the nurse used a different pump module in an attempt to recreate/identify what had occurred. The IV tubing on this pump module was not connected to the patient at that time.

Manufacturer narrative:
The report of an overinfusion of norepinephrine was confirmed in the pcu event log and was due to programming. Inspection: pump module s/n (B)(4) was received with the instrument seal intact. Pump module s/n (B)(4) was received with the instrument seal intact. All possible replacement parts were observed to be bd parts. The mechanism assemblies were completely disassembled and there were no anomalies noted that could have contributed to the reported issue. Log analysis results: pump module s/n (B)(4). Pump module s/n (B)(4) was reported to be the suspect/source device that overinfused norepinephrine. At the start of the log review at 1:07 pm on (B)(6) 2020, the pcu event log shows pump module s/n (B)(4) was in use and infusing norepinephrine 8mg/250ml (drugid (B)(4)) at a rate of 3.8mlhr (originally programmed at 8:41 pm on (B)(6) 2020). At 5:20 pm on (B)(6) 2020, the user changed the vtbi to 200ml. At 7:33 pm, the user changed the dose to 105mcg/min, which changed the rate to 196.9ml/hr. The user selected yes to the guardrails warning dose above maximum and the infusion started. At 7 :39 pm, the user changed the dose to 1mcg/min, which changed the rate to 1.9ml/hr. At 7:40 pm, the user programmed a delay until 1:11 am and the device went into standby. At 7:47 pm, the user cancelled the delay and started the infusion at 7:48 pm, the user changed the dose to 2mcg/min, which changed the rate to 3.8ml/hr. Forty-four seconds later, the user changed the dose to 4mcg/min, which changed the rate to 7.5ml/hr. At 7:49 pm, the user changed the dose to 6mcg/min, which changed the rate to 11.3ml/hr. At 7:51 pm, the user changed the dose to 4mcg/min, which changed the rate to 7.5ml/hr. At 8:24 pm, the user changed the dose to 4mcg/min, which changed the rate to 7.5ml/hr. At 8:29 pm, the user changed the dose to 3mcg/min, which changed the rate to 5.6ml/hr. At 8:30 pm, the user changed the dose to 2mcg/min, which changed the rate to 3.8ml/hr. *review stops here due to times requested (infusion kept going). Note: this device was later stated not to be a source device by the customer and was in use for testing and not hooked up on a patient. Pump module s/n (B)(4): at the start of the log review at 1:07 pm on 25 july 2020, pump module s/n (B)(4) was idle and was last programmed to infuse meropenem extended 1000mg/50ml (drugid (B)(4)) at a rate of 16.7ml/hr (programmed at 5:21 am on (B)(6) 2020) at 5:00 pm on (B)(6) 2020, the deice alarmed for flo stop open for 2 seconds. The user then restored the previous infusion of meropenem extended 1000mg/50ml (drugid (B)(4)) running at a rate of 16.7ml/hr. The user changed the vtbi to 50ml and then started the infusion. At 5:01 pm, the user changed the vtbi to 40ml. At 7:25 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. Seventeen seconds later, the user channeled the device off. At 7:49 pm, the user started to program an infusion of norepinephrine 8mg/250ml (drugid (B)(4)) through guardrails. The user selected yes to the guardrails warning same drug infusing but did not complete the programming. At 8:06 pm, the user again programmed an infusion of norepinephrine 8mg/250ml (drugid (B)(4)) through guardrails. The user selected yes to the guardrails warning same drug infusing. The user entered 109mcg/min for the dose, which made the rate 204.4ml/hr. The user selected yes to the guardrails warning dose above maximum and the infusion started. At 8:07 pm, the user started to change the dose, however, did not complete the programming. The user selected softkey 14 (start) to start the infusion and then selected yes to the guardrails warning dose above maximum. The user then channeled the device off. At 8:20 pm, the user restored the previous norepinephrine 8mg/250ml (drugid (B)(4)) infusion running at 204.4ml/hr. The user selected yes to the guardrails warning same drug infusing. The user started the infusion and selected yes to the guardrails warning dose above maximum and the infusion started. At 8:21 pm, the user selected delay options. The user selected yes to the guardrails warning dose above maximum and programmed a delay for 90 minutes. The device is now in standby. Twelve seconds later, the user changed the dose to 2mcg/min, which changed the rate to 3.8ml/hr. At 8:22 pm, the user changed the dose to 1mcg/min, which changed the rate to 1.9ml/hr. Twenty-five seconds later, the user changed the dose to 109mcg/min, which changed the rate to 204.4ml/hr. The user selected yes to the guardrails warning dose above maximum and the infusion started. At 8:23 pm, the user changed the rate to 109ml/hr, which changed the dose to 58.1333mcg/min. The user selected yes to the guardrails warning dose above maximum and the infusion started. Eleven seconds later, the user changed the dose to 109mcg/min, which changed the rate to 104ml/hr. The user selected yes to the guardrails warning dose above maximum and the infusion started. Thirteen seconds later, the user selected delay options. The user then selected yes to the guardrails warning dose above maximum and programmed a delay for 90 minutes. The device is now in standby. At 8:24 pm, the user changed the rate to 200ml/hr, which changed the dose to 106.667mcg/min. The user selected yes to the guardrails warning dose above maximum and the infusion started. Twenty-one seconds later, the user selected delay options. The user then selected yes to the guardrails warning dose above maximum and programmed a delay for 90 minutes. At 8:32 pm, the user changed the dose to 2mcg/min, which changed the rate to 3.75ml/hr and then started the infusion. At 8:33 pm, the user changed the dose to 1.5mcg/min, which changed the rate to 2.8ml/hr. Twenty-seven seconds later, the user changed the dose to 100mcg/min, which changed the rate to 187.5ml/hr. The user then selected yes to the guardrails warning dose above maximum and programmed a delay for 90 minutes. At 8:34 pm, the user channeled the device off. A review of the device error logs found no errors during the time of the reported event. Functional testing performed found both pump modules to be delivering fluid within specification. The root cause of the reported overinfusion was identified as due to user programming. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 20 november 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 28 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information and date of event were not provided.

Event description:
It was reported that the pump module over infused norepinephrine (levophed), which resulted to patient death. The infusion of norepinephrine 8mg/250ml was programmed at a rate between 1.5 to 2mcg/kg/min using guardrails drug library ed/ICU, non-anesthesia norepinephrine profile. It was mentioned that the user was not certain if the programmed infusion went past the guardrails hard limits or if there were hard limits set. The customer is requesting for an analysis of the programming changes made on (B)(6) 2020, between the hours of 1600 and 2000. Although requested, additional information was not provided.